Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the pt's right coronary artery. Attempts to post-dilate the stent with a perfusion balloon were unsuccessful. A thrombus within the stent was observed and the pt had a myocardial infarction. The pt was subsequently sent for urgent coronary artery bypass graft surgery. However, due to severe aortic calcification, the surgery was not completed. There were no add'l clinical sequelae reported relative to the event.